Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that approximately two days post implant an x-ray showed that all the atrial lead slack was gone. The atrial lead was revised and remains in use. No patient complications have been reported as a result of this event.